Event description:
It has been reported that after broaching to a 4 x 14 using command universal instrument implantation of real implant was loose. Surgeon used a different size for implantation. (5 x 15 meridian pa stem) there was no adverse consequence for the pt.